Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: can you please clarify how much longer the surgical procedure was extended by (minutes, hours)? The procedure was extended as a result of the failure of this device, however I do not know for how long. What were the indications for surgery? N/a what healthcare professional fired the device and what is his/her experience with the device? The pa fired the device and is an individual who is very familiar with using the device for some time now. Where in the green gap setting scale was the indicator located prior to firing? N/a did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to fire? N/a did the healthcare professional receive audible & tactile feedback when firing the device? N/a was a complete washer transection confirmed? N/a what was done to address the issue that occurred with the device? The surgery was extended, and the device was saved. No other information is available at this time. Were there any patient consequences? N/a was there any change in the post-operative care of the patient due to the issue that occurred? If yes, please provide further detail of the post-operative care changes. N/a

Event description:
It was reported that during a bowel procedure, when fired, the ecs29a cut the patients colon without ever deploying staples. Two complete donuts were created however zero staples were seen at any time. The surgeon also had trouble with keeping the anvil connected to the stapler when dialing it down. ¿the surgeon was sure it was fully connected when she would begin, she was connecting it via a hand port¿. The procedure was delayed by an unspecified amount of time and it is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Maude report mw5089934 received.